Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient was having a allergic reaction to the anchor that was used from the lead kit. It is unknown which anchor was implanted in the patient, therefore the lead kit will be reported. The patient had their anchors explanted on (B)(6) 2019.

Manufacturer narrative:
The event of a possible allergy was reported to abbott. The patient had their anchors explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.